Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system and insulin squirts out during manual prime. Customer stated that they were stuck at rewind process. Customer stated that they were unable to describe the damage to drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.